Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the cadiere forceps instrument was noted to be sharp. The sharpness of the instrument caused indentations and damage to the tissue. It is unknown what intervention was required to address the tissue injury. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did receive the cadiere forceps instrument to perform failure analysis; however, the failure analysis evaluation has not been completed. .

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the cadiere forceps instrument to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.